Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument broke at the wrist. The jaws would not close, making it difficult to remove. The customer stated that the staff could not use the instrument release kit (irk) on the instrument due to how it was broken and needed to remove the cannula and instrument together out of the patient. The customer also stated that the second force bipolar had some issues initially, but the staff resolved the issue. The technical support engineer (tse) reviewed the logs and found 282 logs indicating a possible sterile adapter issue. The customer informed that the sterile adapter was not reseated at any point. The tse recommended reseating the sterile adapter if the issue continued. The customer informed they would call back if the issue happened again. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port site did not need to be enlarged to remove the instrument. The jaw was dislodged, and the customer had to pull the entire cannula attached to the universal surgical manipulator (usm) out of the patient's abdomen. The customer removed the instrument, swapped to a backup, and continued the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument broke at the wrist, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint regarding was not confirmed by failure analysis. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.